Manufacturer narrative:
Investigation results were made available. Trend analysis: no trend identified. Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Review of event description: event summary: it was reported that a revision surgery was performed due to a ncb pp plate breakage. Review of received data: a picture was received where the broken plate can be seen. There are also several screws and cerclage wires visible. No further statement can be done out of the picture. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: no product documentation was reviewed for investigation. Additional information has been requested but was not available. Root cause determination using rmw: - breakage of implant due to movement between implants leads to notching / fretting - possible, the device was not returned for investigation, no material analysis could be performed. No x-rays and surgical reports were provided. - breakage of implant due to inadequate implant design & material (fatigue strength - lifetime of the device) - not possible -> a systematic issue with design and/or material properties would have been detected as part of a trend review defined in complaint registration, systematic assessment defined in complaint investigation or in the current pms process. - breakage of implant due to chemical / galvanic / crevice corrosion of material - possible, the device was not returned for investigation, no material analysis could be performed. No x-rays and surgical reports were provided. - breakage of implant due to implant was implanted against contraindication - possible, the device was not returned for investigation, no material analysis could be performed. No x-rays and surgical reports were provided. - breakage of implant due to wrong interpretation of in situ device position and/or dimension - possible, the device was not returned for investigation, no material analysis could be performed. No x-rays and surgical reports were provided. - breakage of the implant due to wrong interpretation of x-ray template for dimensions - possible, the device was not returned for investigation, no material analysis could be performed. No x-rays and surgical reports were provided. - breakage of implant due to too many bending cycles at the same spot or use of ncb screw holes which have been bent - possible, the device was not returned for investigation, no material analysis could be performed. No x-rays and surgical reports were provided. - breakage of implant due to user define incorrect placement of the spacers and plate - possible, the device was not returned for investigation, no material analysis could be performed. No x-rays and surgical reports were provided. - breakage of implant due to user perform improper handling of the plate during insertion - possible, the device was not returned for investigation, no material analysis could be performed. No x-rays and surgical reports were provided. - breakage of implant due to wrong/ incomplete information about limitation and postoperative restriction - possible, the device was not returned for investigation, no material analysis could be performed. No x-rays and surgical reports were provided. - breakage of implant due to patient do not follow the postoperative protocol - possible, the device was not returned for investigation, no material analysis could be performed. No x-rays and surgical reports were provided. Conclusion summary: neither x-rays, operative notes, office visit notes, nor devices or photos of the fracture planes were received; therefore the condition of the component is unknown. Patient factors that may affect the performance of the component such as bone quality and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. There is only a picture available which shows the broken plate. The plate was approx. 12 months in vivo. According to internal documents a fracture in this region should be united within 4-6 months. A breakage after 12 months is therefore an evidence for a fracture due to overload and/or compromised bone healing (non union). The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).

Manufacturer narrative:
The manufacturer did not receive the device for investigation. No surgical report or x-rays were provided for review. A lot number was received for the device, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. Zimmer's reference number of this file is (B)(4).

Event description:
It was reported that the patient was implanted a ncb, periprosthetic femur plate, distal, right, 12 holes, 278 mm on (B)(6) 2016 an was revised on (B)(6) 2016 due to plate breakage. It was further reported that in the middle part of (B)(6), the patient was suddenly not able to move her leg, in spite of not falling down.